Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, a tube did not have a label. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had received one customer photo for review and analysis. After review and analysis of the customer photo, no label is seen on the tube. Therefore, bd is able to confirm the customers reported defect based on customer photo analysis. Additionally, 30 retain samples were subjected to a visually inspection for missing label. 0 of 30 retain sample failed. Therefore, bd is unable to confirm the customers reported defect based on retain sample testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, a tube did not have a label. There was no report of patient impact.